Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 410 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and it was treated with a manual injection. Customer went through 6 quick set changes because they were having a difficult time keeping them on. No troubleshooting was performed. Customer was advised a replacement infusion set and set tape kit would be sent out. The insulin pump will not be returned for analysis.